Event description:
The customer reported to olympus, when using a hd autoclavable camera head, there was a no image issue when the device was plugged in. The event occurred during maintenance of the device. The intended procedure was a laparoscopic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated and the customer¿s allegation was confirmed due to a faulty cable. In addition, there was a failed pressure leak test. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was due to a faulty cable. However, the specific cause of the faulty cable could not be established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.